Event description:
Info was received that reported a pt experienced pain around the site of her infusion set, the pt then changed her set. A few hrs later she experienced the same pain. The reporter stated the next day the site was swollen. According to user's physician, the user had bacterial infections and was treated with antibiotics.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.